Event description:
Response was received from the physician. Physician noted that the patient had many comorbidities and are unrelated to vns. Only the reported bradycardia was suspected to be related to vns which occurred following vns implant and with adjustments.

Event description:
It was reported that the patient took over 2 hours to wake up from surgery, experienced vomiting, and digestive bleeding. The patient also had an infection and bradycardia with pulse rate reaching 42 bpm. The event caused prolonged hospitalization and patient was treated with antibiotics. The vns was disabled at time of infection and turned back on later. Patient was discharged and doing better. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.